Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6. Health effect - clinical code e2402: chest injury. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure with unspecified mentor gel breast implants and experienced bilateral capsular contracture baker grade unknown along with bilateral rupture post-operatively, which was confirmed via MRI. The patient was involved in a car accident which may have caused or contributed to the event. As a result, the patient underwent removal on (B)(6) 2024. This report is for the second of two devices.

Manufacturer narrative:
On april 23, 2025, it was noticed the previous report contained an error. The report stated "mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation.", however, no lot number was provided. Therefore, the manufacturing record evaluation could not be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 20, 2025, additional information was received indicating the impacted products were discarded post-explantation. On feb 25, 2025, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6)). A photo of the device was returned for evaluation. The evaluation was completed on feb 27, 2025. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. Manufacturer¿s reference number: (B)(4).